Event description:
It was reported that during a liver procedure the blade broke. Unsure if the blade is out of the pt. They used a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.